Event description:
The pt reported she had a coughing episode and "it felt like my spine was ripped". After this, the pt complained of dysesthesia in ipg pocket, it went up her spine and had grabbing pressure in her upper back. During surgery, the first lead produced grabbing in the upper thoracic spine area; the second lead did not produce effective stimulation, so both leads were replaced. The hcp also noted while attempting to place the introducer sheath over the stylet, a barb on the end of the stylet prevented the sheath from going over the stylet. The hcp changed the stylet with no further issues. The pt recovered without sequela. Additional info has been requested, a follow-up report will be submitted if additional info becomes available.

Manufacturer narrative:
The leads, anchors, and stylet have been returned to the manufacturer for analysis which is not complete as of the date of this report. A follow-up report will be sent when the analysis is complete.